Event description:
It was reported that after a da vinci-assisted surgical procedure, the prograsp forceps instrument jaws was stuck on tissue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the jaws did not open, but they were not stuck in tissue.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.